Manufacturer narrative:
Block h6: imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf device code a150205 is being used to capture the reportable event of scope difficult to advance. Imdrf impact code f23 is being used to capture the reportable event of unexpected medical intervention. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, lot expiration and device manufacture dates are unknown. Block h11 device analysis with all the available information, boston scientific corporation concludes that the most probable cause of the perforation and unexpected medical intervention cannot be determined. The complaint device was not returned for evaluation; therefore, product analysis could not be performed and there is insufficient evidence to determine whether the device contributed to the reported events. The complaint device was not returned for evaluation; therefore, product analysis could not be performed. As a result, the reported event of scope difficult to advance could not be confirmed, and no device-related defects could be identified. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all gathered information, the probable cause selected for the reported event of difficult to advance is cause not established, as the complaint device was not returned for analysis and insufficient evidence is available to determine the factors that contributed to the event. The event of perforation will be addressed as known inherent risk of device as it is a known adverse event associated with the use of the device and is documented within the product risk analysis and labeling. The event of unexpected medical intervention will be addressed as adverse event related to procedure since it occurred as a result of the challenges encountered during the procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii (spyscope) device was intended for use during a stent and stone removal procedure on (B)(6) 2026 for treatment of choledocholithiasis. During the procedure, the physician removed the stent and then attempted a balloon sweep; however, the attempt was unsuccessful as the duct was noted to be too narrow around the ampulla. The physician then switched to the spyscope in an attempt to use electrohydraulic lithotripsy (ehl) for stone fragmentation. During advancement of the spyscope over a guidewire, the physician felt resistance, pushed past the resistance, and then noticed the duct was not insufflating. The physician suspected a perforation. Upon investigation, a full thickness, <1 cm perforation in the common bile duct was confirmed with contrast injection. The spyscope was subsequently removed, and a metal stent was successfully placed in the bile duct. The patient was reported to have recovered and did not require further medical intervention.